Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, in a left shoulder replacement case, the surgeon has decided to go ahead with a partial revision. Surgery was performed due to instability. No further information was provided.